Event description:
A cartridge alarm issue was reported by the caller, with multiple alarms occurring even after changing cartridges. There was no adverse impact to the customer's blood glucose level. Customer support confirmed the issue and decided to replace the pump. The caller was advised to use the current pump and multiple daily injections as backup therapy. Instructions were provided for putting the pump into storage mode and returning it to tandem. The caller was informed about the steps to follow upon receiving the replacement pump, which would have updated software.